Event description:
Health care professional (hcp) reported a patient (pt) receiving hemodialysis on the baxter sps 1550 device became hypotensive, (blood pressure 93/38mmhg), and complained of cramping. Hcp stated the pt gained 3.6kg above the estimated dry weight (edw) of 57kg. Hcp programmed the device to remove 4.1kg and decreased the goal ultrafiltration from the 3.6kg to 3.3 kg. The device indicated 2.35 kg had been removed, but hcp could not confirm the pt's weight at this time. Hcp administered additional normal saline, but did not have the exact amount that was administration. The pt's pre-treatment weight was 60.6 kg and their post-treatment weight was 59.0 kg. The pt's pre-treatment vital signs were: sitting; blood pressure 131/60mmhg, standing; 121/53mmhg, standing; 120/51mmhg and heart rate 69 beats per minute. The pt's post-treatment vital signs were: sitting; blood pressure 130/43mmgh, standing; 120/51mmhg and heart rate 69 beats per minute. The hcp reported this patient has recently experienced severe episodes of hypotension.